Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular or vascular injuries, such as perforation or damage of vessels, ventricle, myocardium or valvular structures that may require intervention are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. With regards to left ventricular access, the procedure training manual instructs the operator to confirm with tee that the guidewire is free of mitral valve apparatus before proceeding with ascendra sheath insertion. It further states that an increase in mr or decrease in mitral leaflet mobility suggests wire entanglement in the mitral subvalvular apparatus. If entanglement is suspected, the guidewire should be pulled back to lv; change direction of wire; reinsert guidewire, checking again for wire entanglement. In extreme cases, puncture may need to be relocated. In some instances, mitral valve entanglement may not be observed until after the ascendra balloon catheter is tracked. The instructions for use (IFU) and the procedure didactic detail the steps necessary to successfully cross the native valve and align the transcatheter heart valve. Several factors can make it difficult to cross the native valve, including poor coaxial alignment of the sheath, and heavy calcification of the native annulus. The training manual also notes that resistance during tracking, prior to reaching native annulus, may indicate entanglement in mitral chordae. In this case, the cause of the mitral leaflet injury may have been attributed to the mechanisms described above. However, the timing of the injury is unclear if an edwards¿s device caused the injury or a non-edwards device (extra stiff amplatz wire, z med balloon). As a conservative measure, this event is being reported against the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transapical tavr procedure, there was difficulty with wire placement and the left atrium was entered. The soft wire was exchanged for an extra stiff amplatz wire. The edwards sheath was then advanced into the left ventricle over the extra stiff wire. A 4x18mm z med balloon was advanced across the valve and during right ventricular pacing at 180 beats per minute, balloon aortic valvuloplasty was performed. The z-med balloon was removed and the 23mm sapien xt valve was advanced across the native aortic valve. The physician had difficulty getting the valve across due to the angulation. The patient was observed becoming more hypotensive while the sapien xt valve was obstructing the native aortic valve. The 23mm sapien xt valve was then deployed, however, the patient remained hypotensive afterwards despite ¿high dose pressors.¿ tee showed the valve was well positioned with mild-moderate paravalvular leak. Tee also showed the mitral regurgitation had worsened, and it was unclear if this was related to dilatation of the left ventricle from the ischemic insult or due to damaging of the mitral valve apparatus, because there was some evidence of flail anterior leaflet. The patient was placed in cardiopulmonary bypass and was cardioverted after having multiple episodes of ventricular fibrillation. The patient required pacing of her right ventricle after she was successfully cardioverted. After going on to cardiopulmonary bypass, hemodynamics stabilized; however, the left ventricular function did not recovered. The patient was weaned off cardiopulmonary bypass and the thoracotomy was close. The patient remained on vasopressors and was transferred to the intensive care unit, intubated and sedated. The family asked to stop aggressive medical treatment and to withdraw care. The patient was then transferred to the ICU where they expired.